Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the screw had fractured. No lot number was provided, therefore device history record and complaint history reviews could not be completed. No definitive root cause has been determined.